Event description:
Patient had an artificial urinary sphincter placed last year. It had been functioning appropriately this year when he developed dysuria especially at the tip of his penis after urination. A cystoscope performed in the office found the device cuff had erosion. Explantation was performed. Note: this device was placed at another facility and we have no record of the lot number or other device specific information.